Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Although requested by tandem technical support, the customer declined to perform troubleshooting or provide further information regarding the reported issue. There was no reported impact to the customer's blood glucose level.